Event description:
It was reported that during an acl reconstruction case, the implants were retained in the patient unsecured. Per the reporter, proper procedure was followed during insertion of the implants. As the surgeon pulled the stitch to secure the repair, there was no knot present as it slid down to the meniscus. Both sutures were cut flush to the tissue; the two implants remain unsecured behind the meniscus. The case was completed successfully with a competitor's device. Follow-up with the reporter provided information this was the surgeon's first time using this device. The sliding knot suture appeared coiled rather than knotted so that it would not slide.patient demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but will not be returned per the facility, therefore the complainant's event could not be verified. Device history record revealed nothing relevant to this event.the most likely cause of the event could not be determined from the information provided and without device evaluation. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.